Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm medium-large clip applier instrument was analyzed and was found to have one/both bent grip(s), causing misalignment of the grips. There was a 0.014¿ offset at the tips. The grips show/do not show cracking damage. Components adjacent to this bent grip show damage. Additional observation(s) related to customer reported complaint: the clip applier instrument failed the clip test due to misapplication of the clip. The instrument passes engagement and able to retain clip through engagement but cannot apply the clip.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm medium-large clip applier instrument did not clip properly. No fragment fell into the patient. The user completed the procedure, and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the incident with the clip applier occurred while the surgeon attempted to clamp on a vessel or tissue bundle. The issue was related to unsuccessful clip application (incomplete closure). Medium/large hem-o-lock clips used. The vessel or tissue bundle was not greater than the specified diameter suggested in the IFU. The issue was resolved with a backup instrument.